Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that after opening the package it was noted that the tip of the dilator was damaged. No issues were observed in the packaging. Physician told to the sales representative that it was not the first time that he has the issue reported and he feels that the production line has some difficulties and its quality it is downgrading. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Boston scientific has made attempts to retrieve the device however no further movement on device return was provided; the device is no longer expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process.

Event description:
During a pulmonary vein isolation procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that after opening the package it was noted that the tip of the dilator was damaged. No issues were observed in the packaging. Physician told to the sales representative that it was not the first time that he has the issue reported and he feels that the production line has some difficulties and its quality it is downgrading. The sheath was replaced, and the procedure was completed without patient complications. The device is no longer expected to be returned.